Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. At about 5 days prior at 10:45 am the pt noted the reported meter would not power on. Afterwards, the pt reportedly experienced the symptoms of vomiting, clamminess and shaking. The pt went to the emergency room. At 12:30 pm, the pt's blood glucose level was tested to be greater than 600 mg/dl, and he was treated with humalog insulin. The pt takes novolog, humalog and levemir insulin, and tests his blood glucose level up to ten times per day. Troubleshooting revealed the pt's test strips were correct, the pt had replaced the meter's battery correctly, and battery contacts were in good condition. The meter, test strips and control solution were replaced. The pt allegedly became hyperglycemic after the reported meter would not power on and she was unable to test her blood glucose level, and she received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.